Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for low blood glucose of 15mg/dl and hypoglycemia. The customer had no symptoms. There was no indication that the insulin pump over delivered insulin. Customer declined low blood glucose troubleshooting and indicated that they would call back later. No further troubleshooting was performed.